Event description:
The patient experienced a lack of effect. The patient still had leakage after the implant, but that it was a "little better". The patient had surgery and had a new device implanted. Further information was requested from the patient's healthcare professional.

Manufacturer narrative:
(B) (4).